Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. In addition, it was reported that the insulin gauge was inaccurate and static. The customer continued using the cartridge. There was no adverse impact to the customer's blood glucose level.